Manufacturer narrative:
(B)(4). Batch # t93w4d. Investigation summary: the device was returned with no apparent damage with the blade tip intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. There were no alert screens displayed at any time during testing. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the generator was giving an unknown error code, indicating a broken blade with the harmonic instrument. The customer tried a different instrument, handpiece, and generator to continue with the procedure. No patient consequence reported.